Event description:
A report of charging difficulties was received after the patient's ipg was revised. The patient stated that she had a bump on the incision site that developed into an infection.

Manufacturer narrative:
Patient weight not available. Date of event was in 2008, exact date not available. Device remains implanted in patient. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the device found them to be satisfactory. This is a final report.